Event description:
It was reported that a patient had pain 3 weeks after the implant surgery. The patient had an x ray due to the pain and it was discovered that the device has migrated and fractured his spine. No action was taken regarding the device.